Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the ten (10) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lots passed pyrogen testing and the sterilization dosage was within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. It was noted that on (B)(6) 0216, the patient experienced a seizure like event at the dialysis clinic that led to the patient being sent to the emergency room and being admitted into the hospital. Medical records reveal the optiflux 160nre dialyzer was used. On (B)(6) 2016, the patient experienced a seizure like event during hemodialysis in the hospital. A follow up call with the dialysis clinic confirmed the hospital uses optiflux dialyzers. However, medical records do not contain hemodialysis treatment sheets or products used for the (B)(6) 2016 event. On (B)(6) 2016, the patient experienced a seizure like event with no loss of pulse at the dialysis clinic and was sent to the emergency room. Medical records reveal the optiflux 160nre dialyzer was used. The patient had hemodialysis in the hospital on 05/10/2016 but there is no mention of the hemodialysis products used during this event. Medical records state the patient was discharged on (B)(6) 2016 with a pseudoseizure, possibly precipitated by witnessing a patient code in outpatient dialysis a few months prior. Physician notes state there was a concern that the patient might be having a reaction to the dialysis components. Nephrology and neurology differed that events could be pseudoseizure versus allergic reaction. It should be noted the patient was never prescribed any anti-seizure medications. Medical records do not contain all hemodialysis treatment records between (B)(6) 2016, hospital lab/diagnostic tests, hospital hemodialysis treatment records or hospital progress notes for review. The patient was diagnosed with ¿seizure-like activity¿ on (B)(6) 2016 and ¿non-epileptic episode¿ on (B)(6) 2016. There is no cardiac-related diagnosis for these events. There is no documentation that lists optiflux dialyzer as an allergy in the medical records. There is no documentation in the medical record that specifically reveals the cause of the seizure-like episodes. At this point, there is no conclusive cause for the seizure-like events as evidenced by the nephrologist and neurologist differing on whether the event was pseudoseizure vs. Allergic reaction. Medical records reveal the patient had hemodialysis treatment on (B)(6) 2016 without any documented adverse event or seizure. Medical records reveal the patient had hemodialysis treatment on (B)(6) 2016 without any documented adverse event or seizure. Although there are no treatment records for (B)(6) 2016, the patient was prescribed the optiflux 160nre dialyzer and there is no documentation to indicate the optiflux dialyzer was not used on those dates. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer since the patient had several exposures without any adverse event. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the ¿seizure-like events.¿ the patient has a medical history of 3 cerebrovascular accidents and this at may have contributed to the seizure-like events.

Event description:
A user facility reported that a patient experienced seizure like activity on (B)(6) 2016 approximately 45 minutes after initiation of their hemodialysis (hd) treatment. Following a subsequent seizure like event experienced by the patient on (B)(6) 2016 at the user facility, the patient was switched to another manufacturer's dialyzer and no further seizures were experienced by the patient. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The patient is a (B)(6) female who presented to the hemodialysis clinic on (B)(6) 2016. The patient's hemodialysis treatment started at 11:08 am without any difficulty or problems. At 11:55 am, the patient was unresponsive and exhibited decorticate posturing with an arched back. The patient's blood pressure was 130/87 and pulse was 121. The patient had a loss of urinary and bowel function. The patient also had difficulty breathing as well as chest pain that relieved with a rescue inhaler. The patient was transferred to the hospital via ambulance. The patient was admitted into the hospital on (B)(6) 2016 after having a questionable syncopal episode versus seizure. The patient was discharged on (B)(6) 2016 with a discharge diagnosis of pseudo-seizure. Hemodialysis orders for (B)(6) 2016 treatment: dialyzer - 160nre optiflux; dialysate: 2.0k, 2.50ca, 1.0mg, 100dextrose; sodium (meq/l): 138; bicarbonate (meq/l): 32; time: 04:00; edw: (B)(6).